Manufacturer narrative:
Additional information received from the local field representative indicated that the device was interrogated and there was no evidence of a device malfunction. The device responded as programmed based on a duration that was set to 5 seconds. The device was reprogrammed and duration was changed to 1 second. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular fibrillation (vf) episode that was not treated by the device. It was reported that a health care professional (hcp) had to perform cardiopulmonary resuscitation. It was then reported that the device delivered one shock and the rhythm converted. No additional adverse patient effects were reported.